Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report of a leak between the pilot balloon and inflation valve. The reported that the device had been in use for months. The reporter indicated that extubation of the tube and recannulation of a replacement tube was required.